Manufacturer narrative:
Method: x-rays, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via communication with the sales rep and x- ray images provided. The device was discarded at the hospital and is unavailable for evaluation. Additionally, no lot number was provided, so a device history review could not be performed. Conclusion: the x-ray shows that both rods slipped out of the rod to rod connectors. The rod length does not seem adequate in the x ray provided as there is not enough overhang to properly seat the rod into the connector and tighten down with the blockers. Additional factors that could have contributed to the event include patient post op activity, inadequate tightening of the connector blockers, excessive force applied, and patient factors. As the device was not returned for evaluation, a definite root cause cannot be determined.

Event description:
It was reported that a patient was initially implanted on (B)(6) 2016 for l3-l4. On (B)(6) 2016, extension was performed for th7. Upon follow up, on (B)(6) 2018, it was confirmed a rod dislodged from the rod to rod clamp connector. Revision was performed (B)(6) 2018 due to patient pain.